Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that ureteral stent had a fissure on the front end. It was further noted that there was a tear on the proximal coil. The physician used another device to complete the procedure and no patient harms were reported..